Manufacturer narrative:
(B)(4). The implant was returned for eval. Optical examination of the set screws revealed the thread crests and flanks are damaged; this damage appears to have initiated at the start of the thread, consistent with set screw misuse due to misalignment of the mas head and set screw threads. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent a posterior lumber fusion at l3-5. It was reported that while trying to insert a set screw into the bone screw, the set screw cross-threaded and metal shavings came off of the screw. After attempting with two additional set screws, it was decided to remove the bone screw and replace with a new bone screw. After the new bone screw was implanted, a fourth set screw threaded normally. No pt complications were reported.